Event description:
Customer reported issues with the insulin pump. Customer states that she was giving herself a bolus and the numbers of the insulin pump were scrolling. The insulin pump is not responding due to the malfunction. The blood glucose reading is 81 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or number ramping anomaly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.